Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced cannula experienced pulling force due to the pump being positioned at a distance, which led to cannula leakage. No further information available.